Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record. 1 previously reported event was a duplicate of another record and was reported in error; resulting in a total of 1 reported event for this catalog number and device code during the reporting quarter.  Product return status: 1 device was received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by collet kerf wear. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction events in which the device was shedding metal debris. 1 event had no known patient involvement or patient impact.